Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced meniere's disease ("meniere's disease") and vitamin d deficiency ("vit. D deficiency"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown, the meniere's disease had not resolved and the vitamin d deficiency had resolved. The reporter considered medical device removal, meniere's disease and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: reporter added from social media. On (B)(6) -2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced meniere's disease ("meniere's disease") and vitamin d deficiency ("vit. D deficiency"). The patient was treated with surgery (removed essure.). Essure was removed. At the time of the report, the medical device removal outcome was unknown, the meniere's disease had not resolved and the vitamin d deficiency had resolved. The reporter considered medical device removal, meniere's disease and vitamin d deficiency to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.